Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the clinic and the patient's backup system controller would not communicate with the system monitor or heartmate touch (hmt). The system controller was replaced, and a low flow software upgrade was performed. The patient tolerated the exchange and upgrade well and there were no issues.

Manufacturer narrative:
E3 - corrected manufacturer's investigation conclusion: the reported event of a communication issue with the system controller was confirmed. The system controller (serial number: (B)(6) was returned for analysis and underwent preliminary and functional testing and did not pass. Upon connecting the system controller with the system monitor, the reported event of no communication between the system controller and system monitor was confirmed. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. It was found that upon manipulation, the orange wire was measured as an open loop, and therefore not connected from end to end. The cable¿s outer layers were stripped, and the orange conductor was found to be severed completely. The orange conductor corresponds with the communication wire of the system controller. This orange wire being severed is consistent with the reported event of no communication between the system controller and system monitor. The system controller power leads were replaced with a pair of test power leads in order to complete testing. The system controller underwent preliminary and functional testing with the test power leads and passed all testing. The system controller was able to operate a pump without issue for extended operation. The reported issue of the system controller being unable to communicate with the system monitor was reproduced. The root cause of the reported event was determined to be the wire associated with the communication (orange wire) being broken; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.